Manufacturer narrative:
Date returned to manufacturer: 6/5/2019. The device was received on 6/5/2019 for testing and investigation. The pump passed all performance verification testing (pvt). The reported event was not confirmed.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for evaluation but has not yet been received.

Event description:
It was reported that the device involved in the event completed a methotrexate infusion to the patient sooner than the programmed time. The pump was reported to have been programmed to infuse 4050 mg of methotrexate diluted in 500 ml of sodium chloride 0.9% at a rate of 21 ml/h over 23.5 hours; however, the medication was delivered in seven hours. There was no harm to the patient as a result of the event. No additional information is available at this time.